Event description:
It was reported that the right ventricular (rv) lead was cut during a tricuspid valve replacement procedure. The lead remnant was subsequently removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d334drg ICD implanted: (B)(6) 2012; 5071-53 (x's 2) lead implanted (B)(6) 2014. (B)(4).